Event description:
It was reported that the patient had an MRI appointment. The patient had already turned the implantable neurostimulator (ins) off for the appointment and, so the manufacturer's representative was not in the room when the patient turned off the ins. The manufacturer's representative met with the patient after the MRI and the device was discharged. The patient asked if the MRI drained the battery. The manufacturer's representative helped turn the ins back on after the appointment. The result was unknown at this time. Later, the manufacturer's representative followed up with the patient by telephone and the patient stated that all was well. The patient was receiving appropriate and effective therapy.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).